Event description:
The patient was revised due to cup loosening. The patient complained of pain during the follow-up. The cup loosening was confirmed by x-ray. During surgery, black foreign matter was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by a depuy principal engineer finds irregular wear on the external diameter of the insert; indicating motion within the acetabular cup. Scratching on the internal surface of the insert and outside diameter of the femoral head indicates that it is possible that the cup loosened and contributed to femoral head subluxation. However, the cup was not returned for examination and these hypotheses cannot be confirmed. Metallurgical review confirms the presence of dark substances in both the male and female tapers. In addition, hazed regions on the femoral head and metal liner were discovered, which is suspected that acetabular alignment may not be optimal. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.